Event description:
Boston scientific received information that over one year ago, this patient reported various symptoms including left arm pain, and device vibration and warmth. No further remedial action or information was obtained at the time. Recently, this device was explanted for normal battery depletion and returned for analysis. No adverse patient effects were reported at any time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. Laboratory analysis could not reproduce any device issue in regards to the clinical event, however upon return found an out of specification condition relating to battery depletion.